Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient was brought back to surgery for possible patella revision. The patella was loose at the bone to cement interface. Depuy cement was used. The poly insert was also switched out for a new poly. The patient was said to have fallen at some point, but it is unknown when. Doi: (B)(6) 2018; dor: (B)(6) 2019; left knee.